Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one trek adapter tray laying on a flat surface. The physical device and product labeling are not visible within the photo. A strand of hair can be seen laying atop the trek adapter tray. Therefore, based on the photo review, the reported contamination issue (hair found within packaging) can be confirmed. The provided photo demonstrates one opened trek adapter tray, yet it is unknown when or how the hair came into contact with the adapter tray. Therefore, a definitive root cause for the reported device contamination with chemical or other material could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the bone biopsy procedure, a hair was allegedly found inside the sterile packaging. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that prior to the bone biopsy procedure, a hair was allegedly found inside the sterile packaging. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.